Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an unknown surgical procedure on (B)(6) 2017, the stardrive screwdriver shaft with holding sleeve appeared to be stripped as it would not retain the screw during final tightening. Another screwdriver was used to complete the procedure successfully with a delay of approximately ten (10) minutes. Preliminary inspection of the returned device revealed the tip was slightly distorted and the red colored coating toward the proximal end of the stardrive was stripped. Concomitant medical products: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed on part # 03.114.009, lot # 3455669: manufacturing location: (B)(4), manufacturing date: 26.may.2010: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed on the subject device. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The 03.114.009 lot number 3455669 t4 stardrive screwdriver shaft with holding sleeve was returned and reported to have not been retaining screws. This condition is confirmed; the lobes of the stardrive tip are twisted around the circumference of the shaft in the direction of resistance from insertion. This complaint condition was likely caused by over six years of consistent use and possibly the application of excessive torque during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. No new malfunctions were observed during the course of this investigation. The 03.114.009 t4 stardrive screwdriver shaft with holding sleeve is an instrument routinely used in the 1.5mm lcp modular mini fragment system per relevant technique guide. The device was manufactured in 5/2010 and is over six years old. The balance of the returned device is in otherwise fair condition with some superficial wear. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.